Manufacturer narrative:
The impella pump was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported a patient was implanted with an impella 5.5 device for mechanical circulatory support. During delivery of the impella 5.5 pump, resistance was met at the innominate resulting in the catheter bending and buckling. Delivery was ultimately successful, and support was initiated for the patient. No patient harm was reported.

Manufacturer narrative:
The investigation of product damage (cannula kink) has been completed. Reported difficulty passing anatomy since patient had sever kyphosis limiting manipulation and the catheter bending and buckling. Impella 5.5 was successfully implanted. Impella 5.5 was returned and two cannula kinks were noted. There was a catheter kink noted below the motor housing. Catheter kink: the root cause of the product damage was a catheter kink most likely due to patient condition since the patient had severe kyphosis.